Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 562 mg/dl. Reportedly, the customer was using cold insulin to fill the cartridge. A correction bolus was delivered and supplies changed to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.